Manufacturer narrative:
Date sent to the FDA: 03/09/2023. Additional information: a1, a2, b7, d3, d4, g4. Additional b5 narrative: it was reported that the patient experienced chronic inflammation following surgery. Date sent to the FDA: 03/09/2023. Corrected information: g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that on (B)(6) 2015 the patient underwent abdominal wall debridement with removal of the previously placed mesh, lysis of adhesions, partial bowel resection and primary side-to-side anastomosis repair of complex recurrent incisional hernia during which the surgeon noted an obvious loop of small bowel with a stricture, adhesive band, causing a chronic obstruction. This strictured area seemed to be somewhat narrowed chronically, thereby needed to be removed. The previously placed mesh was removed as well. It was reported that the patient underwent a reconstruction of the abdominal wall on (B)(6) 2015 and a mesh was implanted, during which the surgeon noted the previously placed mesh was near exposed before removal. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.